Manufacturer narrative:
Conmed linvatec made multiple attempts to obtain additional info regarding this event and to inquire about the return of this handpiece. To date, no additional info is available from the user. A follow-up report will be sent if additional info becomes available.

Event description:
The customer reported that during use of this drill to perform oral surgery, it became hot and resulted in blistering to the user's hand. There was no report of injury to the pt or surgical delay related to this event.